Manufacturer narrative:
Device evaluation: the report of a backup battery fault alarm was confirmed based on the evaluation of the retrieved system controller log file (returned with backup battery serial number (B)(4)); however, the alarm was not reproduced during analysis. The log file captured a backup battery fault on (B)(6) 2017 12:00:00am. In the next event at 12:01:40am a yellow wrench advisory was active for the backup battery passed expiration date alarm. The alarm remained active until the driveline was disconnected at 12:17am and the system controller was powered down. The backup battery fault alarm did not affect the controller''s ability to operate the pump at the set speed. Backup battery serial number (B)(4) was installed with the returned system controller. The backup battery was manufactured on 22sep2017 which indicates that it was not expired at the time of the reported event or upon return. Initial testing noted that the returned backup battery appeared to be fully depleted. The backup battery was charged without issue and the returned system controller and backup battery were found to operate as intended during analysis. No backup battery fault alarms were reproduced. Device history records were reviewed and system controller serial number (B)(4) was shipped with backup battery serial number (B)(4). The backup battery that was shipped with the system controller would have expired at the time of the reported event. The investigation suggests that the backup battery returned with the system controller was not the same backup battery that was installed with the system controller at the time of the "backup battery passed expiration date" alarm captured in the log file. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Based on the reported event, the system controller would have alarmed with a backup battery fault if the backup battery expiration month was reached. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer''s corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 8 months (calculated from the date when the system controller was assigned to the patient). The device was returned for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient called the clinic on (B)(6) 2017 at 0115 am to report that the primary system controller produced a battery fault alarm. The patient was instructed to silence the alarm until they were able to come to the clinic; however, the patient exchanged the system controller at home with the help of a family member. The patient was asymptomatic. The system controller was returned to the manufacture on 07jul2017 and preliminary evaluation of the log file collected from (B)(4) captured a backup battery fault at midnight on (B)(6) 2017 due to the emergency backup battery passing the expiration date.